Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to field: d8, h3, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tissue pad peeled of immediately after the case started. The pad was completely rolled up from the grip section. The issue occurred during an unspecified therapeutic procedure which was completed with an olympus back-up device. There were no reports of patient harm.